Manufacturer narrative:
The associated r3 3 hole acetabular shell was not returned for evaluation. Therefore, no product analysis could be performed. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that based of the sales rep report, the surgeon felt that the cup did not achieve fixation and loosened, however, the reason why is unclear. Therefore, the root cause of the reported loosening cannot be determined. The impact to the patient beyond the revision cannot be determined. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a potential cup loosening in right hip.